Manufacturer narrative:
P-cap locked in place properly during testing. Unit received with all buttons responding properly. All buttons were tested while navigating the menus, and they all worked properly. No damage or moisture damage on keypad assembly. Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, self test, sleep current measurement, active current measurement test and displacement test. Thump software was utilized and uploaded trace/history files properly. Unit was programmed with test guardian 3 link and test plug simulator. Unit communicated properly with glucose sensor simulator and display the calibrate your sensor alarm properly after completion of the warmup. A calibration value was manually entered, and unit display the programmed value properly on the display graph. No sensor anomalies were noted. Pump sensors feature and auto mode connection are working properly. The adapt tool was utilized to search for any relevant alarms that may have occurred in the past to confirm complaint codes. The adapt tool reveals that on 11/26/2024 at 01:02:17.000 and at 01:12:00.000, two no delivery alarms were recorded. Including two additional no delivery alarms were recorded on 11/23/2024 at 23:42:15.000 and on 11/24/2024 at 04:22:13.000. However, no relevant alarms to complaint codes were noted during testing. The power management parameters graph confirmed the unloaded voltage (unloaded vlith) and loaded voltage (loaded vlith) are within spec range utilizing the available historical data. Proceeded by cutting unit open and perform a visual inspection of connectors and electronic stack. All connectors were plugged in properly and no moisture damage or anomalies noted during visual inspection. Unit was also received with cracked belt clip rails and scratched case. In conclusion customer concerns were not confirm during testing. Unit was tested successfully and no unexpected alarms noted. Unit functioned properly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported that the buttons not always responding when first pressed, random no delivery alarms, the continuous glucose monitoring battery did not last full 7 days, inconsistent readings, and connectivity issues. Troubleshooting was not performed. The customer reported no adverse event. The event involved product(s) mmt-332a, mmt-7841zn, mmt-7040a, mmt-397a, mmt-1884. It was unknown whether the customer would continue using the device. No product return is required for mmt-332a. No product return is required for mmt-7841zn. No product return is required for mmt-7040a. No product return is required for mmt-397a. No product return is required for mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.